Event description:
Promus premier china registry. It was reported that ischemia, angina and restenosis occurred requiring intervention. On (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) with 80% stenosis and was 2.75 mm long, with a reference vessel diameter of 16 mm. The lesion was treated with pre-dilatation followed by the placement of 2.75 mm x 20 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 10%. Twelve days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with symptoms of ischemia and unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of the event, the subject was on aspirin and clopidogrel. The next day coronary angiography was performed which revealed 50% stenosis in the proximal lcx. This was treated with percutaneous coronary intervention. Post intervention the residual stenosis was noted to be 10%. Medication was also given to treat the event. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).